Event description:
After intra aortic balloon pump for five hours, blood was noted in the catheter and into the system 97 pump. (Event complications: none from the event - reported 6/3/98.) (Pt's current status: unk - reported 6/3/98.)

Manufacturer narrative:
Eval summary: eval: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.